Manufacturer narrative:
The reported complaint of "the load plate cover of the autopulse platform (sn: (B)(4) had a cut" was confirmed through visual inspection of the returned platform. During the visual inspection, it was noted that the load plate cover was defected with a hole, affecting the watertight seal. This type of physical damage is characteristic of user mishandling. The load plate cover was replaced to address the issue. Unrelated to the reported complaint, during visual inspection, it was noted that the top cover had multiple cracks at the four main bosses. The top cover was replaced to address the issue. The autopulse platform passed initial functional testing without any fault or error. However, during service, the platform stopped compressions multiple times to a fault code 27 (encoder fault (>3000 rpm)) error message, as the encoder indicated that the driveshaft was turning too fast at the speed higher than 3000 rpm during compression. The root cause of the fault code 27 was a defective integrated encoder gearbox due to a defective component, which was replaced to remedy the fault. During further functional testing, front and bottom enclosures were removed, and no fluid ingress was observed. Nevertheless, the front and bottom enclosures were replaced as part of the service. In addition, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The sticky clutch plate was deburred to address the issue. The archive data review showed no discrepancies. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, it was noted that the load plate cover of the autopulse platform (sn: (B)(4) had a cut, and the customer was concerned about potential water ingress into the platform. Per the customer, the functionality of the platform was not affected by the reported issue. No patient involvement. During service on (B)(6) 2020, the autopulse platform (sn: (B)(4) stopped compressions repeatedly due to fault code 27 (encoder fault (>3000 rpm)) error messages.